Manufacturer narrative:
Reportedly, the zoom function of the bed was not working. As no serial number was provided, the specific bed could not be evaluated. Possible root causes include component degradation or user error (i.e. Charging beds insufficiently or not charging them at all)

Event description:
It was reported that a nurse was pushing a bed to CT, with the reported assistance of a transporter and a technician. Later that afternoon, she filed workman's comp paperwork and was sent to the ed. Reportedly, she was given prescription motrin and was off on workman's comp for 3 days.